Manufacturer narrative:
(B)(4). Concomitant medical products: part# (B)(4), lot# 63994896. No devices or photos were received; therefore the condition of the components is unknown. No compatibility issues were noted. No medical records were provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial knee arthroplasty on approximately 19 months ago. Subsequently, the patient was revised due to pain and stiffness on approximately 6 months post-implantation. This revision was for resurfacing of patient¿s natural patella and lateral release.